Event description:
It was reported to philips that the system's geometry module was broken, preventing movement of the c-arm. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer and procedure was aborted and arranged at different times. The philips field service engineer (fse) inspected the system on site and confirmed that geometry module was broken, preventing movement of the c-arm. Review of the system log file didn¿t show any error. Upon troubleshooting fse found defective geo module. To resolve the issue, fse replaced the geo module tilt kit. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.